Manufacturer narrative:
The drill attachment was rec'd by the MFR, and the complaint was confirmed. Based on the quality investigation, debris was discovered within the upper bearings, of the drill attachment. The presence of debris can lead to increased friction between rotating components, resulting in heat being generated. Improper or inadequate cleaning/sterilization techniques can contribute to the buildup of foreign material within this device. The device could not be repaired once evaluated and was discarded.

Event description:
It was reported that at the start of a procedure the drill attachment heated up. There was no report of any adverse consequences and the procedure was completed successfully with a backup drill attachment. There was no medical intervention required, no delay in procedure, and no adverse consequences alleged with this event.